Manufacturer narrative:
The reported event of inadequate capture was not confirmed. A full lead was returned in one piece for analysis. Electrical testing, visual and x-ray inspection of the lead were normal with no anomalies found.

Event description:
It was reported that patient presented in clinic. It was noted that right ventricular (rv) lead exhibited high capture threshold. The lead was explanted and replaced with new lead. Patient condition was stable.